Manufacturer narrative:
Complaint conclusion: as reported, the button of a 6f exoseal vascular closure device (vcd) could not be depressed. The device was removed without pressing the button. Hemostasis was achieved using manual compression. There was no reported patient injury. The device was stored and prepped according to the instructions for use. There were no visible signs of device or package damage prior to use. Upon removal, the plug did not fall out of the exoseal vcd shaft, was not partially deployed or partially out of the shaft, and was found fully inside the shaft. The indicator wire was still visible when the device was removed. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees of the unknown vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device, 6f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. A 6f cordis brite tip catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the unit was received already deployed. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the device was received fully deployed with no anomalies noted. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed with the lever fully depressed. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the button of a 6f exoseal vascular closure device (vcd) could not be depressed. The device was removed without pressing the button. Hemostasis was achieved using manual compression. There was no reported patient injury. The device was stored and prepped according to the instructions for use. There were no visible signs of device or package damage prior to use. Upon removal, the plug did not fall out of the exoseal vcd shaft, was not partially deployed or partially out of the shaft and was found fully inside the shaft. The indicator wire was still visible when the device was removed. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees of the unknown vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.